Event description:
A hospital in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator needs to be repaired. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff has not been returned to the manufacturer. It has been visually inspected and performance tested by a trained fisher & paykel healthcare service engineer at our regional office in the USA. Photographs have also been provided by our regional office. Results: the manometer needle was identified to be stuck and a crack was observed on the front fascia of the complaint neopuff. A lot check revealed two other complaints of similar nature for this lot number. Conclusion:the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. This suggests the subject manometer was damaged post production, most likely due to physical damage. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".